Manufacturer narrative:
The customer technical support directed the customer to clean the di lid. A field service engineer (fse) was dispatched on (B)(4) 2011 and cleaned the di water cap and also checked for bends in the line; all lines were operating properly. The fse performed a flow check and determined that the flow rate from the external water source to the instrument was too slow. The fse did not identify source of yellow crystal buildup or determine the identity of the crystals.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was generating di water reservoir not filling errors and while troubleshooting discovered a yellow crystal buildup on the lid of the di water reservoir. No injury or operator exposure was reported for this event.